Event description:
It was reported that the customer experienced a cartridge alarm 20 during the load process, and the issue persisted despite following instructions. There was no adverse impact to the customer's blood glucose level. As a corrective measure, technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The replacement pump was shipped with instructions on reprogramming settings and connecting the continuous glucose monitor (cgm). The customer was also instructed to return the malfunctioning pump to avoid additional charges.